Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer stated that two error alarms occurred and there were no basal rates in the pump. The cause of the event was not determined by the md. It was indicated that the customer was treated with an insulin drip and is currently on injections. Troubleshooting was done and the pump tested ok. The next day, the md called and stated that the pump gave an alarm. The pump passed the functional test, but the md is requesting for the pump to be replaced.